Event description:
A malfunction was reported with a malfunction code displayed as malf 0. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer was assisted by cts in resetting the pump, which resolved the malfunction as the code did not recur. The customer was instructed to continue using the pump and to report back if the malfunction reappears.